Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure in order to treat stress urinary incontinence and mesh was implanted. It was reported that the patient underwent a mesh removal on (B)(6) 2009.

Manufacturer narrative:
Date sent to the FDA: 08/11/2017 (B)(6). It was reported that following insertion the patient experienced incomplete bladder emptying, bladder neck obstruction, obstruction voiding pattern, recurrent urinary tract infections, interstitial cystitis, atrophic vaginitis, incontinence, urgency, vaginal stenosis, detrusor instability, vaginal bleeding, vaginal discharge, and nocturia.